Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4)

Event description:
It was reported that balloon rupture, stent inadequate apposition, difficulty removing catheter, and stent profile problem occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified proximal to mid right coronary artery (rca). A 2.75x12 synergy stent was implanted in the mid rca and an attempt was made to place the 2.75 x 24mm synergy¿ drug-eluting stent in the tortuous area of the distal rca by overlapping the previously implanted stent. When the 2.75 x 24mm synergy stent was inflated to 4 atmospheres, contrast media leakage was noted under fluoroscopy and it was confirmed that the stent delivery system (sds) balloon had ruptured. By this time the 2.75x24mm stent was already slightly deployed and the proximal side of the stent was dilated in a trumpet shape while the distal side was not deployed at all. During an attempt to recover the sds, resistance was encountered in the mounted stent and the sds could not be pulled out. Then sds hub was cut and a non-bsc guide catheter was advanced to the coronary artery along the system. The sds and guide wire were successfully removed while pushing the non-bsc guide catheter in the mounted stent. The non-bsc guide wire was re-advanced inside the stent that had failed to be dilated and remained in the distal rca. Plain old balloon angioplasty (poba) was performed with a 1.5x10mm to slightly expand the stent and another dilatation was performed using a 2.5x10mm non-bsc balloon. Intravenous ultrasound (ivus) confirmed that the stent was foreshortened by 5mm which had been caused by pushing the non-bsc guide catheter against the stent to remove the sds. A 3.0x24mm synergy stent was deployed to cover the distal rca and strengthen the failed synergy. Fluoroscopy was performed which showed great results and the procedure was completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was not returned for analysis as it was implanted in the patient. The maximum crimped stent profile measurement at the time of manufacture was within specification. The proximal balloon cones appeared relaxed from their original folded position while the distal balloon cones appeared folded. Stent crimp markings were present on the balloon body. Hardened medium resembling blood was present inside the balloon. It was not possible to load the device on a 0.014¿¿ guidewire therefore the device was soaked in waterbath at 37 degrees celsius to remove the hardened medium. The device was then loaded on a 0.014¿¿ guidewire. The hypotube was cut by the investigator 68mm distal of the hypotube break to attach an inflation aid and inflate the device. The device was inflated using an encore inflation device to rated burst pressure. The balloon inflated but then started to leak due to a longitudinal tear on the distal balloon cone. Hardened medium resembling blood partially blocked the tear. The encore inflation device was verified before and after use using druck pressure gauge. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a hypotube break 2mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the 2.75 x 24mm synergy¿ drug-eluting stent (des) was implanted in the distal proximal side of the first implanted 2.75x12mm synergy¿ des and was not overlapped with the said stent as what was previously reported. The distance between these stents was about 10-15mm and so the 2.75 x 24mm synergy¿ des was not in contact with first stent.